Event description:
Related manufacturing reference number: 2017865-2023-17600. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, a pericardial effusion was noted via a computerized tomography (CT) scan. It was unknown if the effusion was result of the delivery catheter or lp. No intervention was performed and the lp was successfully implanted. The patient was in stable condition and will continue to be monitored.